Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that there was occlusion troubleshooting indicated issue with the infusion set site within 3 or more hours after insertion at abdomen, which cause the patient blood glucose elevated to 420 mg/dl, therefore patient had received correction bolus via pump. The patient changed soft cannula infusion set and resumed insulin therapy. No further information available.